Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with low blood glucose of approximately 60mg/dl. The caller stated that she was not aware of her lows because she was not wearing the sensors and having different symptoms than a normal low. The customer woks in a jail and was unable to hear the insulin pump beeping, but her co-workers would tell her it is beeping, which would aware her that she was going low or high. The customer felt faint, racing heart, dizzy, nausea and lethargic. The customer stated that her co-worker took her to the hospital for a few hours until they brought her blood glucose up. The caller mentioned that she did not eat the night before and does a lot of walking at work. No further information was provided.